Manufacturer narrative:
Patient weight not available from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The representative performed an auto ca libration and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a circle artifact on the 3d images. The surgeon was still able to use the images for navigation. There were no additional spins needed.